Event description:
It was reported that the device displayed motor rate error. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
D9: 26-jun-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the customer¿s complaint was confirmed during review of the alarm history. The cause of the issue was traced to worn drive train components. The pump's leadscrew and clutches were replaced to address this issue. The device then passed all testing.